Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Awaiting device return.

Event description:
Screw breakage. The procedure was performed on (B)(6) 2015, during the radiographic control ((B)(6)) it was noticed that the screw was broken in the knee. Pain and stop of physiotherapy. Reoperation on (B)(6) 2015 to remove the screw.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms approximately 3 cms of the distal tip is broken and the remaining wire is bent, confirming this complaint. This type of failure is typically observed with excess torque and off angle insertion. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.